Event description:
It was reported to philips that the pins on the battery pca were damaged. There was no reported patient or user involvement and no adverse patient/user impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. Pin 8 on both the j1 and j2 connectors was found bent and compressed.

Event description:
It was reported to philips that the pins on the battery pca were damaged. There was no reported patient or user involvement and no adverse patient/user impact.